Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. When the pt removed the tubing set, there was moisture inside the pump door. Pt was able to complete his treatment and had no adverse effects. Sample is not available for return.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.